Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon ps insert was reported. The event was not confirmed. Method and results: device evaluation and results: device inspections could not be completed as no devices were returned. Provided pictures of the explanted insert showed damage to the distal surface was observed, likely due to explantation damage. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the lot referenced. Complaint history review: there have been no similar previous events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as results of bloodwork for infection along with patient medical records were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0 y. The tibial, femoral and patellar components were revised.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0 y . The tibial, femoral and patellar components were revised.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat. No.: 5550-g-339, triathlon symmetric x3 patella, lot code: rdym; cat. No.: 5520-b-300, triathlon prim tib baseplate - cemented, lot code: kehpa; cat. No.: 5515-f-302, triathlon ps fem component, cemented, lot code: isfza. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(6).